Event description:
It was reported that this brady lead was explanted due to dislodgement. A new brady lead with a different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the patient information section a and the suspected medical device section d.

Event description:
It was reported that this brady lead was explanted due to dislodgement. A new brady lead with a different model was implanted. No additional adverse patient effects were reported.